Event description:
Four infant heel warmers from the same box exploded when activated. Spoke with the buyer, who stated in one case, the contents of the infant heel warmer got into the caregiver's eyes. As a result, they went the ER to have their eyes irrigated.